Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged absence of occlusion alarm issue was not verified in the black box or duplicated in the evaluation. Review of the black box data did not find any occlusion alarms in the alarm history. Total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The pump delivery accuracy was within specifications. The force sensor calibration reading was within specifications. Audio and normal bolus were delivered and recorded correctly. An occlusion was induced and the pump alarmed properly with visual and audible cues.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 258 mg/dl with large level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. It was reported that there was an issue with absence of occlusion alarms. Review of alarm history did not find any occlusion alarms in the pump history. Troubleshooting was unable to resolve the reported issue. The patient insisted that they have lost confidence in the pump. This complaint is being reported because the patient experienced severe hyperglycemia related to a pump malfunction of unknown nature.

Manufacturer narrative:
Follow-up #2 - correction to the submission date of (B)(6) 2015 and the product analysis evaluation date of 07/21/2015 was inadvertently reported in follow-up#1. The correct submission date should be (B)(6) 2015 and the returned pump was evaluated on 07/22/2015.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.